Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3387-40, serial/lot #: unknown; product ID: 3387-40, serial/lot #: unknown. Right side ins and lead reported under right side ins in separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor (et) and dbs therapy indications. It was stated the patient had been very satisfied with the function of their device, which was implanted over a decade ago. The patient stated that they had noticed, however, that when they turned their neck a certain way or pushed on their neck that they experienced shooting sensations on part of their body. The device amplitude suggested a depleting ins and given the age of the device, as well as this depleting strength, it was recommended by the hcp to the patient to undergo an exchange of the two presently implanted ins devices for new ones. It was also recommended considering interrogation troubleshooting and repair of possible electrical impedance reading and shocking sensations at the time of the ins exchange. It was determined the patient had a malfunction of right and left dbs lead with abnormal impedance readings. There was low impedance in bipolar combination between contact 2 and 1. It was stated to have appeared differently from preoperative interrogation. Intraoperative troubleshooting maneuvers were unable to resolve this short circuit reading and the hcp accepted the value, as it was not part of the patient's "usual therapeutic montage." All other contact combinations were within normal expected range. The left side ins was removed and a new ins was placed. On the right side, it was noted impedances fluctuated with manipulation of the angle and rotation of the intracranial leads, which was stated to suggest that there was an incomplete competence of the intracranial lead consistent with a partial intracranial lead fracture. The extension was replaced with a new single pin extension and the prior right ins device was replaced with a new single pin ins device. The right extension-to-lead coupling, which had been in the neck, was revised to a right posterior frontotemporal location to prevent further migration and movement. Final interrogation of the right lead demonstrated impedances for contact 2 within appropriate range in both bipolar and monopolar interrogation. No further symptoms or complications were reported or anticipated with this event.